Manufacturer narrative:
Investigation results indicate that based on the wear observed on the teeth and the witness marks on the blade mount, it is reasonable to suggest that the blade fractured due to an excessive bending moment applied to the blade and/or loading caused by contact with metal during operation. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The quality investigation is complete.

Event description:
It was reported that during a total knee procedure using the persona knee system, the blade broke at the mount during the box cut. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee procedure using the persona knee system, the blade broke at the mount during the box cut. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.